Event description:
The smartsite was connected to the syringe; when the medication was completed, it was disconnected for a flush. Smartsite needleless valve broke apart when it was disconnected from the line.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). No product was returned for investigation despite multiple requests. The customer complaint of broken smartsite could not be confirmed due to the product was not returned for failure investigation.